Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Sent a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, pain, and "patient's concern with the product". Device remains implanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified a broken device which is not confirmed complete, labeled as left side. Due to the impossibility to perform microscopic analysis via device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "partial biocell® effect with envelope." Device has been explanted.